Event description:
Rptr's daughter was exposed to her grossly ruptured silicone gel breast implants from the moment of conception. (She was exposed in utero). She now has painful joints, headaches, esophagitis, mild dysmobility, heartburn, joints click when she walks, conceptual problems and stomach aches. She requires medication.